Event description:
This patient had stenosis in the svc and subclavian veins. The physician explanted this lead prior to placing stents in both veins. This lead had been capped on (B)(6) 2012 when the patient was upgraded to an ICD; as this lead was no longer needed, it was not replaced at this time. This device was retained by the hospital. Should additional information become available, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.